Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.